Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transurethral lithotomy procedure in the ureter, performed on (B)(6) 2022. Post procedure, on (B)(6) 2022, there were more than three cases of encrustation reported on stents. There were no information if these stents were explanted not if a new stent was implanted to the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a040501 captures the reportable event of stent calcified. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: removed block a2 (age at time of event) and a2 (unit of measure - age). Updated b5 (describe event or) problem. Correction to block e1 (initial reporter facility name) and removed initial reporter address 1.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transurethral lithotomy procedure in the ureter, performed on (B)(6) 2022 and was successfully implanted. Post procedure, on (B)(6) 2022, there were more than three cases of encrustation reported on stents. There were no information if these stents were explanted nor if a new stent was implanted to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.